Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were hospitalized due to hyperglycemia, diabetic ketoacidosis and intravenous insulin drip used as treatment on (B)(6) 2022. Customer blood glucose level was unknown. Customer also noticed tape was not stuck. The troubleshoot was performed. Customer was used insulin pump system within 48 hours of reported event. Customer confirmed about used of the auto mode feature actively at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The products will not be returned for analysis.